Manufacturer narrative:
It was noted that the device is not available for evaluation because it was retained by the hospital. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.

Manufacturer narrative:
An event regarding disassociation between the head and stem involving a v40 cocr lfit head 36mm/+5 was reported. The event was confirmed. A visual inspection of the provided photograph noted red discoloration on the distal rim of the device. A review of the provided information by a clinical consultant indicated, ¿it is not possible to determine the cause of this clinical situation based upon the minimal information available for review. A device history review and chr not performed as the device was not properly identified. The exact cause of the event could not be determined because of a lack of information. Further information is needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time.

Event description:
Revision of an accolade tmzf stem size 3 127 neck with a 36mm +5 metal head, and trident cup with screw holes and 36e polyethylene liner. The patient had dislocated and was seen in the ER at (B)(6) medical center in (B)(6). Where she was taken in for surgery to fix the liner and stem. The x-ray showed the head had disassociated from the trunion causing the dislocation. Upon surgery the findings were that taper on the neck of the accolade had been worn down also there is evidence of neck impingent on the cup as well as severe poly wear located at the site of the impingent of the cup. During and prior with x ray and confirmed during operation.

Event description:
Revision of an accolade tmzf stem size 3 127 neck with a 36mm +5 metal head, and trident cup with screw holes and 36e polyethylene liner. The patient had dislocated and was seen in the ER at (B)(6). Where she was taken in for surgery to fix the liner and stem. The x-ray showed the head had disassociated from the trunnion causing the dislocation. Upon surgery the findings were that taper on the neck of the accolade had been worn down also there is evidence of neck impingement on the cup as well as severe poly wear located at the site of the impingement of the cup. During and prior with x ray and confirmed during operation.